Manufacturer narrative:
(B)(4).

Event description:
A research article comprised of data from a hospital's registry of all vns patients implanted between 2000 and 2013 reported several adverse events. This report captures the adverse events associated with the generator that are reported throughout the article. Five patients had their device removed due to postoperative infection. One patient had the device removed due to stimulation related pain. The eight deaths mentioned in the article are reported on MFR. Report # 1644487-2018-00979. No additional relevant information has been received to date.

Manufacturer narrative:
Attachments; corrected data; initial MDR was inadvertently submitted with an attachment that did not represent the correct number of serious injuries. The attachment in this report contains the correct number of reported serious injuries. Report source; corrected data; initial MDR did not mark literature as a report source. Device manufacture date; corrected data; initial MDR listed the manufacture date as na. This has been corrected to ni.